Manufacturer narrative:
Investigation: investigation summary: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for overfill with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to overfill was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#794795. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for overfill with the incident lot was observed. Evaluation/testing of the customer samples was conducted and overfill was not observed. Additionally, evaluation/testing of the retain samples was conducted and overfill was not observed. Further investigation has been initiated through CAPA#794795. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: CAPA#794795 has been initiated to document further investigation and root cause analysis relating to this issue. The investigation is currently on-going and will be updated as the potential root cause(s) are identified. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Event description:
It was reported that bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes were overfilling. This occurred on 5 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: over filling of blood samples observed in mentioned batch no of citrate tube. Frequency is 8/10 ,blood sample filled more than + 20% from minimum filling line.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes were overfilling. This occurred on 5 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: over filling of blood samples observed in mentioned batch no of citrate tube. Frequency is 8/10, blood sample filled more than + 20% from minimum filling line.